Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: conclusion: the analysis results found that the er320 device was received with the jaws yielded. In addition, a bag with four malformed clips was returned along with the instrument. Upon cycling, the device was noted to be empty and the lockout had been fired through. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident; however, it is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The instrument was disassembled in order to evaluate the condition of the internal components and the latch posts were noted to be broken, which denotes that the lockout had been fired through. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, clips are not formed properly, some of them are open and falling out of the instrument, others are formed in scissors shape. They had to use reusable clip applier from other manufacturer. The procedure was completed successfully and the patient is ok. Surgery was prolonged fifteen minutes. There were no adverse consequences for the patient.